Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The customer's complaint could not be duplicated. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.